Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A chr review showed no other similar product complaint file(s) from this lot.

Event description:
The guidewire shredded when removing the introducer needle from patient. The rn did not pull back the wire through the needle. No other information provided.